Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having pain in their upper right second to last molar. There was a cavity that formed under the crown. Root canal was completed due to infected pulp. Aligner does not fit due to necessary dental work. Patient will need to have new molds done due to dental work for both upper and lower. Patient stated that dentist said they can move forward with aligner treatment. Requested diagnostic findings from dentist for the recent dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.